Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door closure issue" which was reproduced while running a loaded set. The "door closure issue" was confirmed through review of the event history log by the presence of "door jammed!". This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had "door closure issue". Any patient involvement, injury or medical intervention is unknown.